Event description:
It was reported that the patient underwent an unspecified surgical procedure using rhbmp-2/acs. At an unknown time post-op, the patient suffered severe injuries, including but not limited to back pain, heterotopic bone growth, and nerve damage.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 patient underwent the following procedures, segmental spinal fixation from l4 to the sacrum with pedicle screws and rods. Posterior spinal fusion, l4 to the sacrum. Insertion of morselized allograft . Preoperative, postoperative diagnosis, low back pain. Degenerative disk disease. Radiating leg pain. Patient also underwent the following procedures: partial vertebral carpectomy with decompression of cauda equioa and exiting nerve roots, l4-5, l5-s1 anterior lumbar interbody fusion, l4-5, l5 s1. Insertion of structural allograft. Anterior internal fixation with 6.5 mm titanium screws and washer. As per op-notes: ¿ once the decompression was carried out, then anterior lumbar interbody fusion at l4-5, l5-s1 was carried out by fashioning parallel bleeding bony surfaces with a ring curette. Appropriate sized allograft spacers were selected, filled with infuse and then tamped under compression at the interspaces at l4-5, l5-s1. This completed the fusion portion of the procedure.¿ no complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.